Manufacturer narrative:
This report is filed february 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced a reverse polarity magnet due to the internal magnet flipping during an MRI that was performed on (B)(6) 2016. There was no allegation of injury associated with this complaint. An external reverse polarity magnet is now being utilized and the patient continues to use the device. The implanted device remains.